Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using biogx sars-cov-2 osr for bd max system (ref (B)(4)) unknown lot # was performed by verification of complaints history. Customer complained about two discrepant samples with biogx sars-cov-2 osr for bd max system. Despite multiple attempts to request information from the customer, no customer data was received for the investigation. According to the complaint text, both patient samples obtained the same results, with the biogx sars-cov-2 osr for bd max¿, as another rapid testing method. However, the state lab gave a discrepant result. It was mentioned that both patients were symptomatic and were isolated and treated for the covid-19. However, no data was provided. Bd was unable to determine the cause of the customer issue. There is no indication of an increase in complaints for discrepant results for biogx sars-cov-2 osr product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturer did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 with biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. Patient was previously tested using rapid covid abbott ID now and result was also positive. Confirmatory testing was performed at state lab for variant testing and the result was negative. Patient was quarantined and received treatment for covid. Eua#(B)(4). The following information was provided by the initial reporter: (1 of 2) it was reported that 1 sample with possible false positive and another sample with possible false negative for biogx sars cov2 assay. Spoke to the customer - their results for both patients in question match the results obtained by another methods. Both patients were symptomatic, they are both isolated, and receiving a treatment for covid. - sample #1: patient had covid 3-6 months ago. They received the moderna vaccine, and began running a temp the next day. A rapid covid abbott ID now was performed, and it was positive. This was not expected, so the biogx covid test was performed on the max, and was also positive (CT=36.2). Another specimen was sent to the nh state lab for variant testing. The state result came back as negative for sars-cov 2 rna.

Event description:
It was reported while testing for sars-cov-2 with biogx sars-cov-2 open system reagents for bd max¿ system a false positive result was obtained. Patient was previously tested using rapid covid abbott ID now and result was also positive. Confirmatory testing was performed at state lab for variant testing and the result was negative. Patient was quarantined and received treatment for covid. Eua# (B)(4). The following information was provided by the initial reporter: (1 of 2) it was reported that 1 sample with possible false positive and another sample with possible false negative for biogx sars cov2 assay. Spoke to the customer - their results for both patients in question match the results obtained by another methods. Both patients were symptomatic, they are both isolated, and receiving a treatment for covid. - sample #1: patient had covid 3-6 months ago. They received the moderna vaccine, and began running a temp the next day. A rapid covid abbott ID now was performed, and it was positive. This was not expected, so the biogx covid test was performed on the max, and was also positive (CT=36.2). Another specimen was sent to the nh state lab for variant testing. The state result came back as negative for sars-cov 2 rna.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown